Event description:
Additional information provided from the field indicated the high impedances were observed on the right atrial (ra) lead and not the right ventricular (rv) lead. The ra lead was removed and replaced prior to pocket closure and there were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Continuity testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
This rv lead is expected to be returned back to boston scientific for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, the physician noticed an issue with maneuvering and positioning this right ventricular (rv) lead in the patient. Once positioned, the rv lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. The physician suspected an issue with the terminal pin of the rv lead. The rv lead was removed and replaced prior to pocket closure and there were no adverse patient effects reported.

Manufacturer narrative:
Despite multiple requests, this right ventricular (rv) lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.